Event description:
Patient was undergoing thrombectomy procedure for embolism in the right m1 to m2 arteries. Before use of the penumbra system, treatment with 2400 units of IV-tpa and the merci retriever system was attempted without success. Penumbra 041 and 032 reperfusion catheters were advanced to the site of occlusion and aspiration was done for 15 minutes using both separator 041 and 032 to debulk the clot. 5,000 units of heparin were then administered. After completion of procedure, an angiography revealed intracerebral and subarachnoid hemorrhage. Patient underwent emergency surgery to treat hemorrhage. Patient left the hospital two months later. Physician's comment: the cause of the event is possibly a fragile vascular system because cerebral infarction had occurred in the area of hemorrhage. The relationship between the event and the penumbra system/procedure are not deniable.

Manufacturer narrative:
Conclusion: hemorrhage at the site of occlusion are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00526, 00527, and 00528.